Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, on the broken vascular lung, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. They replaced a new staple cartridge to complete the case. There was no patient injury.